Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery. The customer¿s blood glucose level was unknown. Customer states they had changed battery and received failed battery. It was reported that they had received battery out limit. The customer was advised to clean the battery cap contacts with a cotton swab and ipa (isopropyl alcohol). The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response at esc, act, up and down due to unlocked keypad connector during visual inspection. The device was unable to perform operating currents, self test, displacement test nor verify failed battery test and battery out limit due to no button response.